Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue began around ¿one month¿ prior to contacting lfs. The patient manages her diabetes with metformin and glipizide pills and did not specify making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that over the ¿last few days¿ prior to contacting lfs, she had developed a symptom of ¿feeling shaky¿ and that she self-treated by ¿eating more food¿. During troubleshooting the cca noted that there was no apparent misuse of the device. The patient had been using the correct test strips and the meter powered on when prompted by inserting a test strip and pressing the power button. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.